Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).